Event description:
Per the clinic, the patient experienced an incorrect placement of the electrode array in the internal auditory canal during the initial implantation surgery on (B)(6) 2026. Subsequently, the patient underwent a revision surgery on (B)(6) 2026, to reposition the electrode array. The procedure was completed without complications, and intraoperative imaging confirmed appropriate electrode placement. The implanted device remains.